Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, rhe patient was sitting in a restaurant when she had a seizure. She fell on the floor, hit her nose which caused her nose to bleed. The cgm was 95 mg/dl while the bg was 30 mg/dl. The patient's companion called an ambulance. The patient was transported to the hospital at around 3:30pm. Upon arrival, the patient's bg was checked and it was 200 mg/dl while th cgm was 400 mg/dl. The patient was treated with tylenol only. After 2 hours, the sensor was removed and the patient was sent home. At the time of the report, the patient stated she felt "foggy" due to a minor concussion. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid when the patient was symptomatic. The reported glucose values fall within the b zone of the parkes error grid at the hospital. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.